Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that plot 2 impedance was out of range. Device interrogation showed that impedance was out of range. The outcome was ongoing with no further action needed. Interventions included reprogramming. The etiology was noted as not applicable to the device or therapy as there was no adverse event and not related to the implant procedure. The etiology was noted as related to the lead. No signs or symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that there were some contacts "out of range" on patient's implantable neurostimulator (ins) based on 5 reports dated (B)(6) 2015. No adverse events were reported in the event. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.